Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to corroded motor home switch. Moisture damage found on electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had exposed to fluid . The customer¿s blood glucose level was 9 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.